Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the emergent endovascular treatment of a ruptured abdominal aortic aneurysm. The devices were successfully implanted with good distal seal. However, it was noted during the primary procedure the right iliac artery distal to the implanted stent graft was aneurysmal. However the physician elected to monitor the patient and no further treatment was performed at that time. It was reported that, approximately two years and eleven months post index procedure, the patient presented emergently with back pain. The endurant ii stent graft limb was discovered to have a distal type I endoleak due to continued disease progression of the right iliac artery aneurysm enlarging. The physician elected to implant and additional endurant stent graft limb and the event was resolved. Per the physician, the cause of the event was due to continued disease progression. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.